Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung wedge procedure, while cutting lung tissue, the staples cannot be formed b-shape and the staple line incomplete distally using both reloads. Suturing was done to fixed the staple line. The device was replaced with other stapler.